Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -7.00/+5.5/089 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 lens repositioning was performed due to lens rotation not associated to a low vault and the problem resolved. Cause was reported as unknown.